Manufacturer narrative:
Submit date: 3/30/2016 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding set. The customer states that the tubing is detaching due to the connector not fitting properly. There was no patient injury but formula did spill all over the floor as a result. The connector is popping off of the g-tube and as a result they are taping the g-tube.

Manufacturer narrative:
The device history record (DHR) for the lot number reported was reviewed and it was confirmed that the product was produced accomplishing quality requirements and was released according to established procedures. No sample or picture was received for evaluation. For this reason the customer complaint was not confirmed. This failure mode seems to be related to the design of the connector. The design department was notified regarding this condition. The root cause and corrective actions could not be identified since the sample was not received for evaluation. This complaint will be closed with no further action. If a sample is received later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.